Event description:
The customer reported that after pipetting an htlv I/ii plate, it was observed that a low reagent level was delivered to well h12. No error was generated. No death or serious injury was associated with this incident.